Event description:
It was reported that the patient was admitted to the intensive care unit of the hospital due to unresponsiveness and lethargy. The pump was refilled approximately 2 days prior to symptoms. Programming was verified per caller as being correct. The dosage of lioresal 2000 mcg/ml was increased by 50 mcg/day from 950 to 1000 mcg/day at refill. The hcp treating the patient at the hospital wants to stop the pump but was unable to consult with the managing hcp. Other medical conditions were being ruled out. A follow-up report will be sent if additional information becomes available.